Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed power error. Customer¿s blood glucose was unknown at time of incident. It was reported that the power error alarm recurred. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement tests; it failed sleep current measurement and self tests. The device would give off an unexpected pump error 25 alarm from time to time. After visual inspection of the device interior, the connector pried loose when trying to disconnect/reconnect the internal battery to the board during the pump error 25 test. This is due to moisture getting in between the connector and electrical board.